Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient said their device was not working. Patient said they were seeing a message on their controller that said lower limit, setting cannot be decreased any lower, starting on monday. Patient also mentioned seeing an MRI mode message starting monday as well. Agent reviewed MRI mode info and patient said they hadn't had any recent mris and doesn't know if they accidentally entered MRI mode. Patient also said they don't know how to get to anything on their controller. Agent walked patient through unlocking their controller and patient was on group b with program 2. Patient tried to decrease their stimulation, but got the same lower limit message. Patient did not remember what level they were at before they started seeing the message, but said they could feel stim at the previous setting and that level was ok for them. Agent reviewed how to increase stimulation and patient increased once to begin with and reported program 2 was now at 0.1. Patient continued to increase stim and went up 1 each time, but got to 10 and still was not feeling the stimulation at all. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.